Manufacturer narrative:
Additional information: d10 (date device returned), h6. Investigation conclusion: the investigation of the returned coil system found the implant stretched at the proximal end, deformed, kinked/damaged at the distal end, and separated from the pusher; however, no indications of thermal activation using a detachment controller were found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The investigation is pending completion. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
As reported, treatment of a wide-neck posterior communicating artery aneurysm was performed using a stent-assisted coil embolization. The operator placed the microcatheter into the aneurysm. During deployment of the first coil, it was observed that the coil unintentionally detached at the tip of the microcatheter. The operator requested replacement with another coil of the same model, which was successfully deployed into the aneurysm, and the procedure was completed. The patient is fine.